Event description:
It was reported that(1) device was used during an endoscopic vein harvesting. It was reported by the rep that the pa claimed that the al326 had no clips or the instrument would not clip. Another instrument was used to complete the case. There was no consequence to the patient.